Manufacturer narrative:
After review of the file it was determined that error code ¿600.6875¿ is not a reportable malfunction as it is not a channel error or system error and does not impact the functionality of the pump.

Event description:
It was reported that the device had network connection error 600.6875. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer used for date of event, device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 31jan2020. The review was performed from the date of manufacture to the present date 13apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had network connection error 600.6875. There was no patient involvement.